Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that a fuse housing melted on the cobas integra 800 (i800). The fuse blew and the customer could see that the housing had melted. There were no flames, but there was a smoky smell. No adverse events occurred for this event. The field service engineer determined the issue to be related to a cooling unit. He replaced a power module, the fuse, and the complete cooling unit. The instrument powered up ok. Investigations determined that the service actions resolved the issue.